Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead has exhibited high thresholds and intermittent capture. The lead was scheduled for revision however biotronik has no information if a revision took place. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(6) 2018 - boston scientific reported this lead was explanted and replaced on (B)(6) 2018.